Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: device could not close after reload attached. There was no unanticipated tissue loss and no tissue damage. There was no blood loss of 500 cc or more due to the product problem. Surgical time was not extended by more than 30 minutes.